Manufacturer narrative:
B3: the event date is approximate. G3: the complaint was received from a consumer in japan. H4: manufacture date not provided or identifiable. Product was not returned to confirm a malfunction has occurred. H3 other text : device not returned to manufacturer.

Event description:
A consumer reported that a philips airfloss nozzle broke into pieces during use. No injury was reported. A potential choking hazard was identified.